Event description:
It was reported that predilatation was performed at 16 atm, in a mildly calcified lesion. The penta was implanted at 8-10 atm, but the balloon ruptured. A dissection occurred proximal to the stent, at the rupture site. Post-dilation was performed to treat the dissection, and the procedure was closed.